Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Further evaluation of the system and a potential commanded shock were discussed. At this time, no programming changes have been performed. This system remains in service. No adverse patient effects were reported.